Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10464. It was reported the patient experienced heating while charging his scs ipg. The patient was provided with manufacturer recommendations to avoid heat while charging. It was later reported while sitting in a chair, the patient felt a sudden burning stating it felt like a bee sting. The patient was not charging the ipg when the sensation occurred. The patient advised the sensation became worse with rubbing, but once he stopped rubbing the area, the sensation eventually went away. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.